Manufacturer narrative:
No stuck button alarms or keypad unresponsive/button error alarms noted during testing. Device passed displacement test and self test. All buttons function properly; no damage to keypad traces and j1 connector on electrical board was not unlocked during visual inspection. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and keypad anomaly. The customer stated that they were unsure if button pressed or 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.